Manufacturer narrative:
On november 17, 2021, mentor received additional information indicating that the patient was actually initially diagnosed with bilateral breast implant malposition back in (B)(6) 2018. In addition, the patient was also diagnosed with bilateral deformity and right breast double bubble on (B)(6), 2021. Lastly, during the (B)(6) 2021, revision, surgery, the patient actually underwent bilateral removal and bilateral replacement. On november 22, 2021, the product investigation summary was updated: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 800cc breast implant had a crease/fold on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). Left breast implant malposition will be reported under mrn: 1645337-2021-13091 this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On october 27, 2021, the product investigation was completed.device investigation summary:the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device.visual analysis of the returned sample revealed that the smooth hpg, 800cc breast implant had a crease/fold on the anterior view.leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.5 cm.the evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time.a second product was received ((B)(6)) no adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required.it should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.manufacturer¿s reference number:(B)(4)

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 800cc mentor memorygel breast implants, desired smaller implants, post-procedure. As a result, the patient underwent removal and replacement surgery on (B)(6) 2021. During surgery, it was discovered that the right breast implant was ruptured. Subsequently, the implant was removed and replaced with a 415cc mentor memorygel breast implant (catalog: shpx415 lot: 9541478 sn: (B)(4)).